Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Additional information has been received and the event is no longer determined to be reportable. Initially it was reported that the device cracked prior to use on the patient. However during evaluation it was noted that the device received appeared to be used on the patient. Follow ups were made and new information was received which changes the event to a failure of "failure to advance" and the device was used on the patient. Therefore this complaint is no longer determined to be reportable to the FDA. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the second event reported for this lot number to date. The device was returned for evaluation. Evaluation of the returned sample identified that there was no inner or outer packaging returned with the device. There was no visual defects noted to the hub, inner, outer and tip of the device. The device was advanced over a 0.018 guidewire with no issue. The device was then inflated and a rupture was evident on the balloon between the proximal bond and proximal marker band. The balloon was examined under microscope and damage is evident on the balloon between the proximal bond and proximal marker band. The result of the investigation is confirmed for material rupture. It was reported that the device was cracked. During evaluation no visual defects noted to the hub, inner, outer and tip of the device. The device was inflated and a material rupture noted at the proximal end of the balloon. As reported there was no patient involvement in the failure of this device. However the returned device was contaminated, with blood. Despite several attempts no additional information regarding the reported event was attainable. However, based upon the available information a definitive root cause has not been determined. It is unknown whether handling, patient factors or procedural techniques contributed to the reported event. Based on trending analysis performed no additional action is required at this time. The IFU states: description: ¿ the savvy® long percutaneous transluminal angioplasty (pta) peripheral catheter family are a non-reusable coaxial design catheter with a semi compliant balloon mounted on its distal tip. Balloon characteristics ¿ please check the package label for the rated burst pressure (rbp). It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the savvy® long catheters are intended for balloon dilatation of the femoral, popliteal and infra popliteal arteries. These catheters are not designed to be used in the coronary arteries. Warnings: ¿ to reduce the potential for vessel damage the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. ¿ do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. ¿ use the catheter prior to the ¿use by¿ date specified on the package. ¿ do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Precautions: ¿ carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Inspection and preparation: note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy® long catheter across the balloon during any inflation of the balloon. ¿ remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. ¿ reinserting the balloon into the balloon sleeve may damage the balloon or catheter. Insertion and inflation procedure: note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy® long catheter across the balloon during any inflation of the balloon. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. (B)(4).

Event description:
It was reported that the device could not be advanced after being inserted into the guiding catheter. The device was stored, handled and prepped according to the IFU. There were no anomalies noted during the prep of the device. There was no reported difficulty removing the device from the hoop or removing the mandrel or balloon sleeve. There were no kinks or damage noted prior to use. The device prepped normally. The target lesion is unknown and details regarding patient anatomy are unknown. The guidewire was delivered to the lesion without difficulty. The device was delivered and there was difficulty advancing the device through the guiding catheter. It is unknown if the device was ever in an acute bend. The device was removed from the patient and a kink was noted on the device between the balloon and shaft. It is unknown if the device was easily removed however the device was removed in one piece from the patient. The device did not rupture at any time during the procedure. Another device was used to complete the procedure successfully. The device was never inflated. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the second event reported for this lot number to date. The device was returned for evaluation. Evaluation of the returned sample identified that there was no inner or outer packaging returned with the device. There was no visual defects noted to the hub, inner, outer and tip of the device. The device was advanced over a 0.018 guidewire with no issue. The device was then inflated and a rupture was evident on the balloon between the proximal bond and proximal marker band. The balloon was examined under microscope and damage is evident on the balloon between the proximal bond and proximal marker band. The result of the investigation is confirmed for material rupture. It was reported that the device was cracked. During evaluation no visual defects were noted to the hub, inner, outer and tip of the device. The device was inflated and a material rupture noted at the proximal end of the balloon. As reported there was no patient involvement. However the returned device was contaminated, with blood. Despite several attempts no additional information regarding the reported event was attainable. Based upon the available information a definitive root cause has not been determined. It is unknown whether handling, patient factors or procedural techniques contributed to the reported event. Based on trending analysis performed no additional action is required at this time. The IFU states: description: the savvy® long percutaneous transluminal angioplasty (pta) peripheral catheter family are a non-reusable coaxial design catheter with a semi compliant balloon mounted on its distal tip. Balloon characteristics: ¿please check the package label for the rated burst pressure (rbp). It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the savvy® long catheters are intended for balloon dilatation of the femoral, popliteal and infra popliteal arteries. These catheters are not designed to be used in the coronary arteries. Warnings: to reduce the potential for vessel damage the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter. Through the introducer sheath. Use the catheter prior to the ¿use by¿ date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Precautions: carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Before removing catheter from sheath/guide catheter it is very important that the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Inspection and preparation: note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy® long catheter across the balloon during any inflation of the balloon. Remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Reinserting the balloon into the balloon sleeve may damage the balloon or catheter. Insertion and inflation procedure: note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy® long catheter across the balloon during any inflation of the balloon. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of the device is pending. The investigation is currently in progress.

Event description:
It was reported that the device was cracked. The device was stored, handled and prepped according to the IFU. Reportedly the body/shaft had cracked after opening the package. The mandrel and balloon sleeve were not removed from the device. The device did not break into two or more pieces and remained intact. Force was not required at any time. Another device was used to complete the procedure successfully. There was no patient involvement and therefore no patient injury reported.